Manufacturer narrative:
A ge rep evaluated the system and replaced the orbital potentiometer. The system operates as intended.

Event description:
The customer reported the system displayed a movement error. No pt injury was reported.